Manufacturer narrative:
The insulin pump was received with a cracked case at display window corner, cracked reservoir tube, cracked reservoir tube lip, a minor scratched and cracked display window, and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack at the reservoir window, which ran for about 1 inch towards the reservoir area. The caller stated that she was worried about moisture getting inside the insulin pump. She noted that the device had neither been dropped nor bumped, advising that the damage had occurred from normal wear and tear. The reporter did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.